Manufacturer narrative:
Updated fields: b4; d9; e4; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings; investigation conclusion; h11. A getinge field service engineer evaluated the unit and fixed the low helium alarm by running a helium tank transducer calibration test: high pressure/low pressure completed. Checked the value before calibrating the x4-external helium tank 1085 (psig) and x5-internal helium tank 193 (psig). The fse performed a helium regulator calibration test and completed x1 263 mmhg, acceptable value is 250-300 mmhg. The fse checked and calibrate the iabp value normally. Unit is ready to use.

Event description:
N/a.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), alarmed about low helium.